Event description:
Small tear at separator bar inseam that resulted in a leak. It was indicated by personnel there was no indicator of leak at time of filling or several bag inspections. Upon removal of separator bar, tear was apparent and bag leaked.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be filed.